Event description:
A male patient underwent aaa repair in 2009. The patient received a zenith main body, zenith iliac zt leg, zenith iliac leg and a zenith ancillary main body extension. The patient had very tortuous iliacs; however, the procedure was completed without reported incident. In 2009, the patient underwent a secondary procedure due to a possible type I endoleak and distal iliac aneurysmal growth below the sealing stent which was visible via blushing on CT scan. The physician extended down past the internal iliac artery with a zenith zt iliac leg and the blushing issues were resolved. The patient is recovering.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. The information provided indicated there may be a distal type I endoleak, but it never could be confirmed. This information is the basis for assigning a failure mode of "aneurysm growth with no signs of endoleak". A definitive cause cannot be reported at this time. We will continue to monitor for similar incidents.